Manufacturer narrative:
The primary reason for the blue vent cap being difficult to remove and/or, the pull tab breaking off is the mold process injection speed parameter by which the cap was produced.

Event description:
When the aortic cannula was inserted into the ascending aorta, the cannula vent cap could not be easily removed. There were no adverse consequences to the patient as a result of this event.